Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2100262 investigation did not show issues related to the complaint.

Event description:
A clip got broken at loading to the applier during use. Therefore, a new cartridge was used instead.